Event description:
While wearing the sound processor, the pt reportedly experienced sound percept problems. The pt was seen at the center for eval. External equipment was exchanged. However, the pt had no sound percept. In 2004, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device was scheduled.